Event description:
It was reported to boston scientific that a speedband superview super 7 was used for the esophagus during an endoscopic esophageal varices ligation procedure on (B)(6) 2025. During the procedure, the speedband superview super 7 was attached onto the scope with no issues. When the physician went to band the varices, the speedband superview super 7 did not deploy properly. Two bands deployed at once or took multiple handle spins to deploy. The procedure was completed with the original speedband superview super 7. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a150203 captures the reportable event of band difficult to deploy. Imdrf code a150103 captures the reportable event of premature deployment.